Event description:
A customer had a problem with the dual lumen PICC. The customer reports "the PICC clogged off within 3-4 days of insertion." The customer reports "the PICC was removed surgically due to resistance when moving the PICC."